Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiration date) and d9. Corrected: d4 (primary UDI number) and g1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the matrixmand reco-pl dbl-angl sm t2.5 ti were broken. The fracture surface was examined, and irregular areas in the from of beach marks were observed, indicating fatigue. Other section of the fracture suggest that the implant was exposed to a small stress causing the rupture of the implant. Therefore, based on this evidence it is reasonable to conclude that the fracture was caused in two events the first were the implant underwent and the second the small stress. There is no indication of damage related to material issues was observed. Additionally, the main structure of the device is bent and the top surface was observed with signs of scratches and wear these could have been due to bending process of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces a dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matrixmand reco-pl dbl-angl sm t2.5 ti would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : part:04.503.741, lot no:7394p73, release to warehouse date:14 aug, 2023, expiry date:01 apr, 2034, manufacturing site: werk selzach, supplier:(B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient was scheduled to undergo the mandibular reconstruction with the plate in question. Before the surgery on (B)(6) 2025, the product was shipped in response to an order for pre-operative plate bending for mandibular reconstruction surgery. On (B)(6), the product was delivered directly from the agency to the surgeon. On (B)(6), the plate was damaged during pre-operative bending by the surgeon. The surgeon had bent the product in question many times in the past and had handled it in a similar manner, so he was surprised by the damage. Fortunately, since this was pre-operative bending and a different size plate had also been arranged, the pre-operative bending was completed successfully using a substitute plate. There was no impact on the surgery which is scheduled on (B)(6) 2025. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.